Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2017 the patient noted a milk discharge around the driveline exit site. The patient was started on doxycycline and the drainage improved and movement of the driveline was less painful. During an encounter with outpatient heart transplant cardiologist on (B)(6) 2017, the driveline exit site wound was without erythema but there was mild tenderness to palpitation of the tunneled section of the driveline exit site. Cream colored discharge was expressed with palpitation. The discharge was cultured and sent to the lab and in the meantime the patient continued to take doxycycline. The culture grew 2+ staphylococcus aureus. The patient was admitted on (B)(6) 2017 for treatment of the infection with debridement, which was done on (B)(6) 2017, and IV antibiotics including vancomycin. The event was reportedly resolved. No further information was provided.